Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable would not fit into the charging port easily. Subsequently, the pump would not charge. No reported adverse impact to the customer's blood glucose. Reportedly, the charging cable was replaced.